Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the port of an mr290v vented autofeed humidification chamber "deformed" after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that one of the ports was deformed. The area around the base of the chamber port was smooth and free of stress marks. This shows that the chamber port bent as a result of plastic softening and not as a result of physical force or impact, which would have caused cracking. A lot check revealed no other complaints for lot number 120423. Conclusion: it is most likely that the deformation of the chamber dome is due to the restricted flow caused by a closed humming impedance valve. This impedance valve results in excessive heat inside the chamber which may cause, in combination with the weight of the valve, the port to deform. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. In addition, a visual inspection is performed after the port caps are assembled on to the chamber on the production line. Any product which fails this visual inspection is rejected. The user instructions that accompany the mr850 humidifier state: "if gas flow is interrupted turn the humidifier off."